Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer stated that she was trying to give herself insulin, but the insulin pump would not work. She noted that a battery change did not resolve the issue. The customer's blood glucose was 105 mg/dl. She stated that the insulin pump showed no signs of physical damage, had not been dropped or bumped, and had not been exposed to moisture. She did not observe any corrosion or damage to the battery cap, battery compartment, or spring. Upon insertion of a new battery, the display did not return. The customer was advised to clean the battery cap with alcohol, inserted a new battery, and reported that the display returned. However, the insulin pump counted down, shut off intermittently, and alarmed unexpected restart thereafter. She was advised that the battery cap would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.